Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. The 3.0x15mm nc trek neo balloon dilatation catheter (bdc) was attempted to be used for pre-dilatation; however, the balloon did not inflate. When the bdc was removed from the patient a balloon rupture was confirmed. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.